Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". Medical conditions: plaintiff underwent an unknown essure confirmation test. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 10 months after insertion of essure (ess205). On (B)(6) 2010, the patient experienced blood disorder ("blood or heart disorder") and cardiac disorder ("blood or heart disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding,"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), palpitations ("heart palpitations"), eye disorder ("vision/eye problems"), arthralgia ("joints pain") and autoimmune disorder ("autoimmune disorder") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, cervix carcinoma, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, palpitations, eye disorder, arthralgia, autoimmune disorder, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, blood disorder, cardiac disorder, cervix carcinoma, eye disorder, genital haemorrhage, headache, migraine, palpitations, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal- as per pfs hysterectomy (partial) has been done however have you had your essure (or any part of the device) removed answered as no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". Medical conditions: plaintiff underwent an unknown essure confirmation test. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 10 months after insertion of essure (ess205). On (B)(6) 2010, the patient experienced blood disorder ("blood or heart disorder") and cardiac disorder ("blood or heart disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding,"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), palpitations ("heart palpitations"), eye disorder ("vision/eye problems"), arthralgia ("joints pain") and autoimmune disorder ("autoimmune disorder") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, palpitations, eye disorder, arthralgia, autoimmune disorder, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, blood disorder, cardiac disorder, cervix carcinoma, eye disorder, genital haemorrhage, headache, migraine, palpitations, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal- as per pfs hysterectomy (partial) has been done however have you had your essure (or any part of the device) removed answered as no. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received. Events; autoimmune disorder, blood or heart disorder, she did not undergo with essure confirmation test were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding,') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent an unknown essure confirmation test. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), eye disorder ("vision/eye problems") and arthralgia ("joints pain") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, palpitations, eye disorder and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, cervix carcinoma, eye disorder, genital haemorrhage, headache, migraine, palpitations, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal- as per pfs hysterectomy (partial) has been done however have you had your essure (or any part of the device) removed answered as no. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Reporter's information was added. Events added: cervical cancer, migraines, headaches, heart palpitations, vision/eye problems, joints pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.